Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h3, h6 and h11. The customer contacted olympus technical assistance support (tac) via remote provided remote troubleshooting, and the customer reported an intermittent scope image loss on the video system center, occurring after extended runtime and persisting across multiple scopes. Tac advised checking cooling fans and later recommended cleaning the scope socket with the light source socket cleaning kit. After cleaning, the issue could not be reproduced, and multiple scopes functioned normally. The customer suspected hot-swapping as the cause of the e216 error. The issue was resolved, and the case was closed with no further tac action required. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, there is no probable cause for the reportable event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited the scope image going blank and then coming back. The event occurred during an unspecified therapeutic procedure that was completed using an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.